Event description:
The pt had a "bump" that was bothering her on her spinal incision. The pt's catheter had become dislodged. The pt was scheduled for surgery. The medications being delivered via the device sys were bupivicaine, clonidine, and hydromorphone. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).